Event description:
It was reported that, during routine in-clinic follow-up, the health care provider (hcp) noted that multiple shock impedance vectors recorded high out of range shock impedance measurements on this right ventricular (rv) lead. The out of range impedance values were first observed approximately ten months prior. No shocks have been delivered. A chest x-ray was recommended to assess lead position or integrity, as well as reprogramming the coils. No adverse patient effects were reported. This rv lead remains in service.